Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Event description:
The customer reported a small amount of blood was found on filler after the procedure completed. No injury was reported regarding this incident. This report is being filed in response to the customer filing a medwatch report.

Manufacturer narrative:
Investigation: a used spectra set containing blood was received for investigation. Dried blood on the channel connectors, the plasma line, collect line and rbc line adjacent to the control was noted. A small amount of dried blood on the control y was noted. The control was removed and a leak on the knit line of the larger control tube bond socket was found. Root cause: this is a known issue that occurs during the molding process at the supplier. The leak in the control y is due to a leak path in the knit line, which is created as a normal part of molding process. As the material flows into the cavity, there is a core pin that it flows around. In this case, a void or gap resulted in the process. During centrifugation, the control y is subject to high internal pressure and an opening can formin the knit line which can allow a leak path. Correction: the supplier has implemented a corrective action for this issue. Corrective action: a supplier corrective action was initiated for the issue. (B)(4).